Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: c154dwk ICD, implanted: (B)(6) 2008. The initial reported event of the recalled lead and resulting damages, fracture, sensing issues and high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient had 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [The patient] has suffered physical injuries and various physical manifestations of emotional distress'. It was further reported that the lead had high impedance, an elevated short v-v count and an apparent fracture. Initially therapies were turned off and the lead was subsequently explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.